Manufacturer narrative:
Related MFR. Report# 2183996-2011-02822.

Event description:
On (B)(6) 2011, the pt reported insulin leaked from the insulin cartridge into the backup infusion device. The issue previously occurred with the same lot of insulin cartridges while using the primary infusion device and the pt met with a trainer and was advised she was performing insulin device functions correctly. She stated there were about 6 droplets of insulin in the cartridge compartment of the infusion device that she was able to clean off. She stated she received new cartridges and switched back to the primary infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.